Event description:
Per the clinic, the patient experienced skin overgrowth, inflammation and drainage at the abutment site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2025, to undergo a revision surgery to remove the granulation tissue with fistula and performed an abutment replacement procedure during the same surgery.